Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not coming across to the pyxis system. A technical support specialist (tss) responded to a report that message processing had stopped and remotely accessed the carefusion coordination engine to assess the issue. The tss identified that multiple customer interfaces were attempting to connect simultaneously to a single listener, which caused repeated connection resets and prevented message processing. A previously documented workaround was applied to successfully drain the queued messages. Coordination occurred with the integration engineering team, and a configuration change was implemented to modify the listener settings; however, continued monitoring showed that the connection reset issue persisted, and the change was reverted. Further analysis identified that the customer interface disconnected after transmitting all queued messages, and a configuration setting related to accepting new connections was disabled to prevent repeated reconnections. Ongoing monitoring confirmed that messages were successfully received for all facilities without repeated connection resets. The integration engineering team was updated on the findings, and the configuration was maintained while continued observation was performed to ensure stable message flow. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not coming across to the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.